Event description:
The lay user/patient contacted lifescan alleging that the one touch ultralink meter had black marks on the display, which was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Information on age and gender is unavailable.